Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported the recharger is not working. Caller stated the patient tried to charge it yesterday and it was not working at all. Agent had caller check the desktop charger cord and caller stated there were no lights on the box. Advised caller to plug in the recharger, caller then reported seeing a flashing battery on the neurostimulator rechargers screen as if it was charging. Advised caller to start a recharger session with the implantable neurostimulator (ins) and they were able to see the recharging screen with 6 out of 8 bars shaded in. The caller reported that the belt is tore up and that they have had previous issues with the belt as well. The caller expressed interest in a wireless recharger due to the previous issues and the patient having limited mobility and the ins in the abdomen. Caller reported patient's battery is not charging. Caller stated they were going to be sent the wireless recharger. Caller reported last night around 7:30 they think patient's implant battery has completed "drained out". Caller reported patient is shaking so badly and patient is in bed and caller told patient to lay down and not move at all. Caller reported they are having difficulty with taking patient to the bathroom and feeding patient and "everything". Caller inquired about getting the wireless recharging device. Caller reported patient's charger is "completely gone" and is not charging patient's implant. Caller stated they thought it showed the battery was flashing, but when they put it on patient's "stomach" for one hour, it did not move at all. Caller reported patient's hand is shaking so bad. Agent reviewed notes that caller was able to start charging patient's implant in previous case notes from yesterday's call. Reviewed email that request was sent for wireless recharger. Agent reviewed how to charge patient's implant and walked caller through starting a charging session. Caller initially reported seeing only two coupling boxes filled in when trying to charge on the call. Agent reviewed repositioning recharger/turning recharger antenna dial, then caller confirmed getting all 8 coupling boxes filled in for the duration of the call. Caller confirmed seeing patient's implant charging (flashing from 0-25%). Caller reported patient's therapy showed it was off. Agent reviewed overview of turning patient's therapy on once implant is charged to 25%. Caller will call back once patient's implant is charged to 25% for assistance with turning therapy on. Reviewed patient services hours of operation. Additional information was received from patient rep to find out when they were getting the wireless recharger. Caller said the device isn't working at all. The patient is shaking so badly they can't handle them anymore. Agent requested a recharger and dtc be shipped to the patient overnight. Patient's recharger is not working and the patient is shaking so bad. Additional information was received patients rep and reported that they are charging and see 6 of the 8 bars shaded in. Agent attempted to explain coupling bars vs battery charge level. Attempted to walk the patient through turning the device back on. The patient expressed fear in using the equipment and wanted a manufacturing rep to come to their home. Reviewed that a rep will not come to a patient's home. Explained trying to use the orange button to just check the ins and get a status. The caller was very difficult to understand, but it seemed like they needed to replace the batteries in the pt programmer. The patient checked the device and it was showing off. Walked the patient through turning the therapy back on. The patient stopped shaking. Confirmed multiple times that the patient was doing well. Walked the caller thru moving back to the recharger to charge the device. They were seeing 8 coupling bars shaded in. Reviewed to continue to charge to full. The caller commented that the patient had been shaking so bad when the therapy was off that he fell down twice. Ordered a waist belt. Reviewed that they will hear from the manufacturing rep to arrange a time to meet to get the new wireless recharger. Additional info received from patient rep that they received wireless recharger and a "guy" came to show them how to use it, but caller stated they did not understand correctly. Caller stated patient is not capable of understanding anything these days and stated patient is in a "bad state" (caller did not clarify this statement). Caller inquired about steps to charge patient's implant with wireless recharger. Caller stated patient's implant is in their stomach. Agent reviewed wireless recharger general use and walked caller through starting a charging session. Caller confirmed connected to charge patient's implant on the call and saw pulsing green light on wireless recharger. Agent reviewed overview of charging patient's implant. Caller confirmed understanding following education. Patient's wife called back and requested information about how to charge implant using wireless recharger. Agent reviewed information with patient representative. Additional info received from patient rep that they wanted to make sure they are using the wireless recharger correctly. Agent walked patient representative through the recharger tones and green button meanings. Patient representative was able to connect to ins with recharger during the call. Patient representative mentioned that the patient was ticking badly and patient representative states they don't think patient had charged implant correctly this week. Agent reviewed with patient representative they can check implant with patient programmer after patient charges ins. Email sent to patient representative with instructions on wireless recharger. Pt rep called back and said they used the equipment this morning but they are shaking really bad they have been shaking for an hour. Reviewed to use the programmer equipment to check if therapy was on or off. Caller used the 37642, said therapy was off but the battery is fully charged, caller turned therapy back on and confirmed patient's shaking was better. Offered and emailed 37642 quickguide to caller. During the call caller also reported: on monday night the patient fell down and hit the back of their head they had to take the patient to the ER. They use a walker because patient's leg is not that strong and they have an issue with falling. Redirected to their doctor.